Manufacturer narrative:
Concomitant medical devices: dtmb1d1 crt-d, implanted (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having incredible palpitations and that the physician could not get something stabilized. The following physician confirmed the patient had been experiencing diaphragmatic stimulation from the left ventricular (lv) lead. Output was lowered to resolve the stimulation. The patient presented with the same complaint the following week and the output was lowered again. The patient has since been doing well and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.